Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the pk dissecting forceps instrument cable was frayed/snapped in two. There was no report of fragments falling into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. An additional observation not reported by site was that the instrument's grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. Also observed during failure analysis was the instrument's distal pulley exhibited scratch marks/abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable could cause or contribute to an adverse event if the failure mode were to recur.